Manufacturer narrative:
Device received with missing segment due to cracked and bleeding lcd glass. No blank display noted. Unable to perform displacement test, self test, sleep current measurement and active current measurement due to missing segment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insert battery did not display on screen after battery was removed. Customer stated that contacts on battery was not damage or missed. Customer insert new battery, but display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.